Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 30-degree endoscope plus inverted the picture manually or laparoscopically. The customer used the same scope to complete the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The unit was analyzed, and the complaint could be confirmed but not replicated. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. The endoscope was tested and place on an in-house system for cable testing failed due to wpb defect. Intuitive surgical, inc. (Isi) followed up with the initial reporter and did not receive any additional information.